Event description:
It was reported that the surgeon reamed for a 10 mm stem distally and proximally, and the size 10 stem fell right in. A 12 mm stem was used to complete the procedure.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: depending on the pt's bone quality and anatomy, the amount of press fit may be less than desired in some situations. Root cause cannot be determined with certainty. Eval: the returned stem was dimensionally analyzed and found to be conforming where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.